Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection of the returned device found a knot 3.0cm from the distal tip of the catheter. The device was unknotted and was able to deflect using the deflection mechanism. A review of the device history record indicated the device met all inspection and test criteria prior to release. Therefore, the most likely root cause for the reported event is use error (including user techniques and methods). The instructions for use (IFU) states: "avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters." The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that as soon as the catheter was placed in the patient, they tried to use the mechanism but it would not work at all. As they tried to remove the device from the patient it knotted inside so they had to transfer the patient to the or to remove the catheter. A venous cutdown was performed to remove the catheter.

Manufacturer narrative:
A supplemental will be filed once the investigation is completed.

Event description:
It was reported that as soon as the catheter was placed in the patient, they tried to use the mechanism but it would not work at all. As they tried to remove the device from the patient it knotted inside so they had to transfer the patient to the or to remove the catheter. A venous cutdown was performed to remove the catheter.